Event description:
It was reported that during a laparoscopic outside segmentectomy procedure, it was used on the mesentery; the tissue pad was melted and was deformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.